Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed. There was no reported adverse impact on the customers blood glucose level. Reportedly, the customer was using admelog brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.